Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, image did not appear. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection, the high-definition lcd monitor did not have image with serial digital interface (sdi) 1. It was noted that the device will be inspected with sdi2. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Upon review of the additional information received, from the reporter. The event date has been corrected. It was also confirmed, that the event did not occur, during a procedure. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a malfunction of an internal board. Olympus will continue to monitor field performance for this device.